Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service. Additional information indicates that the implantable cardioverter defibrillator (ICD) was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes. If information is provided in the future, a supplemental report will be issued.